Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the device would not power up. No patient involvement reported.

Manufacturer narrative:
Additional information was requested regarding product investigation and problem resolution. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.